Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, a4, b7, d1, d4, e1, e3. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender- female, weight 100 kg, bmi 36.73 at the time of index procedure name of index surgical procedure? Bulking agent injection at bladder neck site the diagnosis and indication for the index surgical procedure? Persistant sui after sling placement. Were any concomitant procedures performed? No concomitant surgical procedures other relevant patient history/concomitant medications? None please provide the date and surgical findings of any reoperation performed. (B)(6) 2023, not relevant surgical findings. What is the patient's current status? Urinary continent. Country of event- italy. Product code and lot number gynecare tvt abbrevo tvtoml lot 3937351.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: updated. Log line: 1 end date : blank to 15 feb 2023.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the date and surgical findings of any reoperation performed. What is the patient's current status? Surgeon¿s name? Country of event? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and mesh was implanted. On (B)(6) 2023, the patient required in-patient hospitalization or prolongation of existing hospitalization due to mild worsening stress urinary incontinence. The patient underwent bladder neck infiltration with bulking agent due to inefficacy of the sling and was discharged on (B)(6) 2023. This event was reported as having a causal relationship to the study device and not related to the study procedure. Additional information has been reported.